Event description:
Patient reported obtaining elevated reading (300 - 400 mg/dl) while using the suspect device. Based on elevated results, patient reportedly sought treatment at a clinic where his blood glucose measured 160 mg/dl, on the clinic's blood glucose monitor, and 326 mg/dl, on the device. No patient injury was reported and no treatment was received. Patient reported that a clinic employee performed quality control testing on the suspect device and the results fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.